Event description:
It was reported that when the box was opened, the hard plastic packaging was cracked. The surgeon completed the procedure with a different device in case of it being unsterile. There was no known impact or consequences to the patient. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). G2: foreign ¿ canada. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. -no product was returned or pictures provided; visual evaluation could not be performed. -review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. -medical records were not provided. -a definitive root cause cannot be determined. -this complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.